Manufacturer narrative:
Correction(s): adverse event or product problem: adverse event to adverse event and product problem. Outcomes to adverse event: other to life-threatening. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
This additional information received on 5dec2017 as follows: ¿patient [pt] allegedly received an implant on (B)(6) 2007 via the right common femoral vein to deep vein thrombosis in lower extremities. [Pt] is alleging migration, tilt, severe peripheral vascular disease, nonhealing ulcerations,tachycardic, abnormal prothrombin time & inr, post-implant pulmonary embolism in lungs, amputation, no longer mobile due to my amputation. The patient is also alleging that the filter is causing continuous complications due to the fact it is not working properly and cannot be removed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information investigation - manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.